Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, a broken belt clip slot and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer reported a crack on the screen of her insulin pump. Customer's blood glucose is 348 mg/dl. She treated with the device. There is a crack on the right top of the screen going to the back of the device, and a crack on the left top corner. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.